Event description:
It was reported that fluoroscopy reveled externalized conductors. The lead was explanted and replaced without complications. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.1-8.4cm from the distal tip, consistent with lead friction to another device or feature of the heart, and at 46.9-47.2cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 9.3-13.7cm from the distal tip. Internal insulation abrasion was noted at 25.8-26.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 9.1-9.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.